Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that on (B)(6) 2014 the pt was experiencing drainage from the driveline and was started on keflex. X-rays of the kidneys, ureters, and bladder (kub) were also obtained for potential driveline issues, and the x-rays were non-conclusive. Wound cultures were taken and were negative. No further antibiotic treatment was necessary for the driveline.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.